Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began in the middle of (B) (6) 2010 (time and date not specified). The pt stated that he manages his diabetes with insulin (self adjuster); however, no adjustments were made to his regimen as a result of the alleged issue. The pt claimed he experienced "low blood sugar" symptoms; however, it is not specified if the symptoms occurred before or after the alleged issue. In addition, the pt claimed he was given a glucagon injection by an hcp in the ER on three separate occasions: (B) (6) 2010 (date and time not specified), (B) (6) 2010 and (B) (6) 2010 (times not specified). Per the cca documentation, the pt denied testing on another device. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms of hypoglycemia and needed to receive medical intervention by an hcp as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.